Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, when the surgeon went to finish the anastomosis, the suture thread detached from the needle. The same issue occurred on two units when the surgeon was pulling the stitch through. The suture fell into the patient's cavity and was retrieved using a grasper. The surgeon had to take the whole stitch out and start over each time. Another reload with the same handle was used to complete the case. There was no patient injury.